Manufacturer narrative:
(B)(4). A customer sent in an actual sample for an evaluation. The reported condition of a damaged packaging was confirmed; the luer tip of the set was damaged when the luer was visually inspected. The cause of this condition is unknown. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a damaged package for a buretrol set that was discovered before use; however, an actual sample was sent to baxter puerto rico for an evaluation, and baxter's quality engineer reported that the luer tip of the set was damaged. There was no patient injury or medical intervention necessary. No additional information is available.